Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart alarm. Customer's blood glucose level was 113 mg/dl. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer reported that the alarm occurred shortly after inserting a new battery. The insulin pump will be returned for analysis.